Event description:
It was reported by the rep the device was used during a laparoscopic nissen fundoplication. It was reported the surgeon entered the scope into the 511sd trocar. About thirty minutes into the procedure the surgeon noticed a tear in the outer gasket of the 511sd. A new 511sd was used to complete the procedure. There was no consequence to the pt.